Manufacturer narrative:
Batch review performed on 06 sep 2019: lot 177151: 47 items manufactured and released on 08-feb-2018. Expiration date: 31-jan-2023. No anomalies found related to the problem. To date, 8 items of the same lot have been already sold without any other similar reported event.

Event description:
Hip revision surgery due to non-osseointegration of the stem at the metaphysis level 9 months after primary surgery.